Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found the device was in backup vvi when received. The cause of the backup vvi was undetermined.

Event description:
This report is to advise of an event observed during analysis.